Event description:
Incident as reported: laparoscopic cholecystectomy - " the scissors had been used to make one cut and when they were removed the scrub nurse noticed the last 10mm of the shaft had sheared off but not become unattached from the scissors. Applied medical ports were used during the procedure. Normal hook diathermy was also used during the procedure. The scrub nurse checked the scissors on removing them from the packet and they were reported to be fully intact. The hospital said they have no option other than to report to the (B)(6)." Patient status: there was no detrimental effect on the patient and the procedure was not delayed in any way.

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.